Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead impedance rose from 500 ohms to 1200 ohms. During the ventricular lead replacement, the atrial lead exhibited loss of sensing and greater than 2500 ohms impedance. The lead was capped.